Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied as treatment.

Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. This damage caused corrosion of multiple internal parts: chassis, mechanism rails, clutch spring, all batteries, catch beam and pcb. The device could however still be downloaded; no timeouts or drive stalls were observed in the data. An 0x40 was observed, though this can be explained by the internal leaking. The damaged soft cannula impacted insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.